Event description:
It was reported through remote transmission extended charge time was observed. Patient was asymptomatic. The battery voltage was normal. Multiple capacitor maintenances were unable to yield a charge time. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.